Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had power error detected alarm. The customer¿s blood glucose level was 195 mg/dl. The customer stated that the troubleshooting was performed and the alarm was clear and complete the rewind. The customer also reported that the alarm was reoccurred within the week of the troubleshoot. The customer stated that power error alarm last about 4-5 hours. The device will be returned for the analysis.